Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level of 650 mg/dl. The customer has celiac disease and was hospitalized due to blood poisoning, e. Coli, kidney failure, and uti. Right before she went to the hospital, she collapsed and was not able to check her blood glucose level. The cleaning lady called 911 and the firemen took her to the hospital. She was wearing her insulin pump at the time of the 911 call. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.